Manufacturer narrative:
D10. Concomitant product: eeaxl2535, eeaxl2535 eea xl 25mm-3.5 sgl use stap, (lot # p4j0837). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during esophagogastric anastomosis, the oral anvil was attached to the stapler; however, the anvil did not change from the tilted position to the normal (upright) position at the time of anastomosis. Despite attaching and detaching it several times, the anvil position did not change during firing. The anvil head of the oral anvil did not return to the upright position. As a result, the procedure was converted to a laparotomy, extending the surgical time by more than 60 minutes. A new stapler was used to resolve the issue.